Manufacturer narrative:
On september 14, 2023, device evaluation was completed. Device evaluation summary; mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 750cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received ruptured (lot-6473084). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following information has been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant." - field d4 for catalog number has been updated to "3507504bc." - field d4 for lot number has been updated to "6491289." - field d4 for serial number has been updated to "(B)(6)." - field d4 for unique identifier( UDI) has been updated to "(B)(4)." - field g4 for PMA/ 510(k) has been updated to "p030053." A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 28, 2023, mentor became aware that the lot number is either 6491289 or 6473084. Hence, both numbers have been added to field d4 until further information is provided at which time, supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6491289: manufacturing date: july, 13, 2011. Expiration date: july 31, 2016. Lot 6473084: manufacturing date: may 13, 2011. Expiration date: may, 31, 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2024, mentor received confirmation that the patient experienced left side capsular contracture; baker grade IV, and right-side rupture and pain. The patient underwent bilateral replacement surgery with serial number (B)(6) on the right side, and with number (B)(6) on (B)(6) 2023. Coding has been updated under section h accordingly. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV on june 24, 2024, device re-evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 750cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left pain, and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old hispanic female patient underwent revision breast augmentation with unknown size unknown gel implants smooth and experienced breast implant rupture, and pain on her left side postoperatively; diagnosed via mammogram. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery with silicone device on august 14, 2023. It was reported that the patient's symptoms improved after the surgery.